Event description:
Initial reporter indicated to a mfg consultant that their wand was "decreasing in effectiveness." It was later reported after the site received their replacement wand that they felt it was the serial adapter cable that had an issue not the wand. The wand was returned for analysis and no anomalies were noted with the wand function. Manufacture is pending receipt of the serial adapter cable for analysis.